Event description:
On 10th july, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated a fleck of paint had fallen off one of the satellite operating and landed on a patient during surgery. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter was clinical lead event site name: (B)(6) hospital. Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th july, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated a fleck of paint had fallen off one of the satellite operating and landed on a patient during surgery. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated a fleck of paint had fallen off one of the satellite operating and landed on a patient during surgery. It was confirmed by photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled. It was stated a fleck of paint had fallen off one of the satellite operating and landed on a patient during surgery. It was confirmed by photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated a fleck of paint had fallen off one of the satellite operating and landed on a patient during surgery. It was confirmed by photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.